Event description:
MFR received a report from an atty alleging that end user sustained a broken leg when she ran into a door jam with the wheelchair. No malfunction of the wheelchair has been alleged.